Event description:
Info received indicates the bed has no trendelenburg or reverse trendelenburg functions.

Manufacturer narrative:
The facilities maintenance replaced the control box to repair the bed.